Event description:
It was reported that 30 minutes after the catheter was inserted for fluid infusion, the pt was intubated on a non-emergent basis for their underlying respiratory problems. A routine x-ray was taken after intubation, and at the time a tension pneumothorax with mediastinal shift was unexpectedly revealed. Immediate CPR failed, and the pt expired. Although no post mortem was obtained, the physician suspects that vessel perforation occurred during catheter insertion, leading to the pneumothorax.